Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator delivered inappropriate shock therapy due to far field oversensing during a slow ventricular tachycardia episode. The ventricular tachycardia was successfully converted by the device but the physician does not want shock therapy performed for slow ventricular tachycardia. Programming changes were made. The patient was in stable condition.